Event description:
In this event it was reported that m two niti taper file broke, approx. 20 file broke dr (B)(6) and . Dr (B)(6)) had approximately 20 file fractures, unfortunately they can no longer say exactly the details. Some of the cases the tooth were filled with broken part some without.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the device for evaluation. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.